Event description:
Drive devilbiss healthcare was notified of an incident involving an electric hospital bed by provider, who stated that "the bed bent and the [end user] fell." The end user reported neck pain, for which he is receiving physical therapy. The provider stated that there were two separate beds involved in this incident but has been unable to provide details on which bed was the reported cause of the injury. Drive is currently investigating the incident, and has followed up multiple times in attempt to gain additional information. Drive has also attempted to retrieve the product and inspect it. Drive will file an update if additional information becomes available.